Event description:
The pt ((B)(6)) rec'd a scs system in (B)(6) 2006. It was reported that the pt had only three lead contacts that could be programmed due to invalid impedance readings on the other five lead contact. The physician explanted and replaced the extension which resulted in effective stimulation. It was reported that the lead did not exhibit invalid impedances after the explant procedure. F/u on the pt found no further issues reported. The explanted extension has not been returned to the manufacturer for analysis.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.